Event description:
It was reported that the product unlocked by itself while it was attached to the pt. There was no pt injury. Add'l clinical info has been requested; however, no other info was provided by the customer.

Manufacturer narrative:
Based on the reported info and eval of the returned product, the findings were as follows: the returned product passed all functional testing requirements. The root cause of the reported incident is not due to the design or manufacture of the device. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes. See scanned page.